Event description:
This case was reported on 09/20/2011 by a physician and add'l info received from our quality department on 09/21/2011 - local reference (B)(4) . This case involves a female pt who was treated with poly-l-lactic acid (sculptra) (therapy dates, indication, injection sites and dosage not reported). This pt believes her eczema and dermatitis has been exacerbated by treatment with poly-l-lactic acid, as well as, it caused her skin cancer. The reporter deemed the reaction of skin cancer to be medically important. The outcome of the event is unk. The physician did not provide a causality assessment. Significant/relevant medical history: not reported relevant concomitant medications: not reported. Action taken: unk, corrective treatment: unk, outcome: unk. A ptc (product technical complaint) has been initiated for this report: (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated 09/21/2011: the info provided is not sufficient, date of sculptra administration, the event onset date, any relevant medical history, details regarding eczematous conditions of the pt will be required for the complete assessment of this report. Skin cancer is usually associated with sun exposure and is common in certain ethnic groups. Off note - sculptra is not indicated in a pt with active skin inflammation.